Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned components body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal, there was no indication of a product quality deficiency that would contribute to the reported suture break. The posterior cuff was still loaded on the foot. Both cuffs were attached to the link and the anterior cuff tabs were damaged. Based on the evaluation of the returned device, the posterior cuff was missed and may appear similar to suture break. The anterior cuff detached from the needle tip which was a direct result of the posterior cuff miss. Because the needle did not engage the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle. During the investigation, the plunger was deployed and the needle trajectory and push mandrel travel were acceptable. Based on the investigation findings, the most probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. A review of the finished product lot history record for this lot revealed no nonconforming material records that would have contributed to the reported experience. In review of the other incident, there does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after a left heart catheterization procedure. Reportedly, when the knot was being advanced, the suture broke. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.